Manufacturer narrative:
A review of the device history record revealed no discrepancies that may have contributed to the reported condition. All quality assurance testing is performed during the manufacturing of the product met specification requirements. One used sample was received for evaluation. A visual and functional inspection was completed, and there was no device failure detected. The reported condition will be treated as not confirmed and no root cause could be determined to be related to the manufacturing/production process. This complaint will be closed with no further action and will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported an overflow (leaking) at the junction of the enteral feeding set with the adapter. No patient injury.